Manufacturer narrative:
None of the affected test strips were available for investigation. Investigation testing was performed with cardiac t quantitative retention material test strip lot number 28100010 on a cobas h232 and on an elecsys 2010 analyzer. The results of the measurements were within specification. Patient sample was provided for investigation and tested on cardiac t quantitative lot 28100010 on a cobas h232 and an elecsys 2012 analyzer. The customer's results were not verified.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable cardiac troponin t result for one patient on their cobas h232 analyzer, serial number (B)(4). The patient's initial cardiac troponin t result was 104 ng/ml and it was reported outside the laboratory. The initial measurement was made using whole blood. The patient's sample was repeated on a cobas 6000, serial number not provided, using the troponin t hs stat reagent, lot number 167650 and expiration date 08/31/2013, which is not sold in the united states. The result was 0.008 ug/l and it was reported outside the laboratory. The repeat result was a serum sample taken from the same sample as the initial result. The cardiac troponin t result did not fit the patient's clinical picture and the troponin t hs stat result was considered correct. The customer stated the patient was transferred to the emergency for security reasons. The patient is doing well. There were no reports of any adverse events.